Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had cellulitis and was experiencing breakthrough pain. It was also reported that the patients ipg was not holding a charge and was causing discomfort. The patient was given pain medications and will undergo a pocket revision and ipg replacement procedure.

Event description:
A report was received that the patient had cellulitis and was experiencing breakthrough pain. It was also reported that the patients ipg was not holding a charge and was causing discomfort. The patient was given pain medications and will undergo a pocket revision and ipg replacement procedure.